Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: what were the indications for surgery? Condition after sigmoid resection in 2005, descensus ca, lap. Rektumresection (B)(6) 2021. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Oa dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The washer was cut. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full spins. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, both donuts both were completed. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? On the 2nd post-op day, dark brown fluid came out of the drainage in the douglas. What was observed at the site of the leak upon reoperation? Half of the clamp seam circumference was leaking. How was the leak addressed? It was revised 4 days after initial surgery (B)(6) 2021. Third surgery am (B)(6) 2021 hartmann-op. What is the current patient status? Patient was discharged from the hospital on (B)(6) 2021. Patient was in good condition at discharge. But has wound healing problems in the incision area. Age of the patient (B)(6) year. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the instrument was inserted as prescribed, and the anastomosis was checked for leaks using an air sample. No leakage was detected. After 4 days, first abnormalities in the area of the anastomosis. After 6 days re-laparotomy on (B)(6) 2021. Leakage in the area of the anastomosis and stool in the abdomen detected. Re-resection with renewed creation of an anastomosis. Instrument was discarded after initial surgery because there were no abnormalities, and the anastomosis was tight after inspection. Procedure: lap. Sigma.